Event description:
During a stapled hemorrhoidectomy procedure, the donut was found complete, however, staples were jutting out from the device casing all around and catching onto tissue. The surgeon had to hand suture to complete the procedure, which added 2 hours to the or time. Patient had to be observed before discharging on the 4th day post-op.